Event description:
Faulty IV bottle hanger resulting in spill of chemotherapeutic agent of hazardous drugs. Taxol 335 mg in 500 ml. New bottles which have very flimsey plastic hangers. Pump began beeping and when pump moved, bottle went tumbling to floor. Hangar broke from bottle and $2,000 worth of taxol was wasted.